Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was operating in high output mode for some time. When interrogated in clinic, the right and left ventricular leads exhibited appropriate capture thresholds. The patient was stable.